Event description:
It was reported that impedance checks following a revision of the implantable neurostimulator (refer to manufacturer report #3004209 178-2013-12125) showed that contacts 10 and 15 were over 10,000 ohms. The contacts were not being used for stimulation and the patient was doing well. The patient had good relief in the legs and 50% relief in the low back. The high impedances were originally reported in the referenced manufacturer report number, however, the impedances pertain to the system reported in this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).